Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic (automated impella controller) issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) with power failure at the medical facility. The self-test failed to start, and the device exhibited a failure code to shut down and utilize another device. Unknown how this issue was resolved, no report of patient harm or injury.